Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-mar-2019 with the following findings: during investigation, there were multiple call service 054 alarms in black box. There was no damage found to battery cap or battery compartment. The battery cap was able to attach securely to pump. The pump powered on normal with no alarms. No power issues or alarms occurred during testing. The battery cap was within specification. The pump was opened; no damage found to power circuit.unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.